Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that his hcp (healthcare provider) changed the medication from morphine to dilaudid. He stated that he had been having a lot of trouble with the pump not providing the relief it used to. The hcp did a fluoroscopy on the catheter and stated it was okay, but he needed a CT scan next. Per the patient the issues started at the end of march 2021. The dose of the morphine was two point something and the concentration was 20 something. The pump was currently delivering dilaudid at 0.6502 mg/day. The patient stated that he was going to continue to work with his hcp.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted:(B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 22-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that the patient¿s pump stopped working about one month ago. The doctor had increased the dose with no help. Per the reporter, the physician had told her that there was a problem with the catheter and there was a good likelihood that they would have to replace the catheter. They were going back to the doctor¿s office on monday and the physician was going to attempt to withdraw spinal fluid through the port and push morphine in the catheter to see if there was a mass blocking the catheter. The reporter mentioned that the patient was taking oral ¿oxy's¿.